Event description:
The valve reservoir would not restore back when pressed by finger.

Manufacturer narrative:
(B)(4). The valve was patent and passed leak and reflux testing. Upon pumping, the reservoir quickly refilled and restored to the original shape. Therefore, the complaint could not be confirmed by lab personnel. However, the device performance did not meet established specifications for pressure-flow and preimplantation testing. This may be a consequence of the bent inlet connector distorting the base of the valve and interfering with membrane function. It is unk how or when this damage occurred. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.